Event description:
It was reported that during a tapp, there was leakage. No further information is available. There was no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.